Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g374 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g374 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4). S.d.a. 03/14/2019.

Event description:
Customer called to report a drive tube break during the treatment procedure. The customer stated that approximately 784ml of whole blood was processed at the time the break occurred. Customer stated that the treatment was aborted and the patient was stable. The customer returned photographs for investigation.

Manufacturer narrative:
The customer provided photographs for investigation. A review of the photographs indicate that the upper and lower bearings were in their respective retainer clips correctly, the centrifuge bowl was locked in the bowl holder, and the drive tube was locked in the drive tube clamp. The drive tube is severed just below the upper bearing stop. There is an even spray of blood on the entire wall of the centrifuge chamber and a pool of blood at the bottom of the centrifuge chamber. A material trace of the drive tube used to manufacture lot g374 showed no non-conformances. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. A root cause for the drive tube leak/break could not be determined through this investigation. No manufacturing defects were identified through this investigation. No further action is required at this time. The investigation is now complete. Mc (B)(4). S.d.a. 04/16/2019.